Manufacturer narrative:
This report is submitted on march 16, 2020.

Event description:
Per the clinic, the patient experienced magnet retention issues. A skin flap reduction procedure was performed on an unknown date. The implant remains in-situ.